Event description:
The customer reported that the mp50 intellivue pt monitor fell. No pt or user harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the mp50 intellivue pt monitor fell. No pt or user harm was reported. The limited available info is not sufficient to make a determination if the unit fell from a mount, or if it was dropped. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.